Event description:
The device was applied during a total gastrectomy procedure. Reportedly, the staples did not form properly and the surgeon has to resect the staple line. The procedure was completed by manual suture.